Event description:
It was reported to intuvie that during routine preventive maintenance (pm) at right way medical, the power cord of the infusion pump had a rip in the outer covering, exposing the internal wiring. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains unknown. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) at (B)(6) medical, the power cord of the infusion pump had a rip in the outer covering, exposing the internal wiring. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause remains unknown. This power cord failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).